Manufacturer narrative:
The eval of the returned tip showed that the silicone sleeve had been torn and damaged which was thought to be due to mishandling of the tip.

Event description:
The surgeon experienced a tear in the distal perimeter of the capsule underneath the iris during the polish setting on the phaco machine. This was the surgeon's first use of a straight mst soft I/a tip. A sulcus iol was implanted to complete the procedure. The surgeon thought that he may have been to aggressive when he moved the tip away from the capsule once it had occluded. No vitreous came forward and a vitrectomy was not required. The same soft I/a tip was used after insertion of the sulcus iol to remove viscoelastic with no issues.